Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the patient controller kept showing that the patient's amplitude was 0.0 on all of her programs when it was programmed above this. Therapy was re-initiated and resolved until (B)(6) 2021 when she reported that after charging, the device set itself back to 0. The patient controller and recharger were replaced on (B)(6) 2021 and the issue was resolved without sequelae. The device diagnosis was the amplitude on the patient controller resetting to 0. The etiology was related to the device or therapy, specifically to the patient controller, and not related to the implant procedure. The patient's age at consent was 47 years. Additional information was received from the clinical site. It was reported that the serial number of the patient controller was not available. Regarding whether the programmed amplitude setting on the ins was changing to 0, or if the patient controller was just displaying 0 when the actual amplitude setting of the ins remained unchanged, it was noted that the patient controller kept showing that the amplitude was 0.0 on all of the patient's programs when it was programmed above this. The implant date of the ins was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.